Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) performed a carryover check and it did not pass. The fse checked the gear pump pressure, performed an air purge, and checked the cell rinse functionality. The fse repaired the cuvette washing system. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable magnesium gen.2 results from the cobas c 503 analytical unit. Sample 1 initial result was 2.79 mg/dl, and the repeat result was 2.13 mg/dl. Sample 2 initial result was 2.53 mg/dl, and the repeat result was 1.71 mg/dl.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.